Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was found that the screw was broken. The patient underwent a revision surgery to remove the broken screw. No additional information is available at this time.

Manufacturer narrative:
Visual review confirms screw breakage approximately ~3-4 threads from bone screw head. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Significant damage and/or smearing noted to the fracture surface. The lower broken portion of the bone screw is consistent with explantation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption, river lines, and shear lips, starting approximately ~50% of the way through the cross-sectional area of the bone screw, consistent with overload. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.